Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer¿s blood glucose level 13.7 mmol/l at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement not found during testing. Insulin pump passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test (B)(4).